Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was unable to identify a cause of the por message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient had a power on reset (por) message on their programmer. The patient was able to assisted in clearing the por and therapy was back on. The patient was not aware of being around any heavy equipment and they didn't have any medical procedures performed recently. The troubleshooting steps that were taken on the call resolved the issue.